Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the dialysis department that the bd plastipak¿ hypodermic syringe luer lok¿ is very difficult when trying to draw the fluid. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: corrected lot number. From : lot #1711023 / expiration date: 10/31/2022 - to lot #: 1712011 / expiration date : 11/30/2022. Device manufacture dates: from: 11/27/2017 - to device manufacture dates: 05/10/2017.

Manufacturer narrative:
H.6. Investigation summary: one picture has been received for investigation. Upon visual inspection of the sample received the reported defect can be observed. DHR of lots 1711023 has been reviewed not finding any annotation or deviation regarding the alleged defect. On checking the results of silicone weight, break out and sustaining force tests performed during manufacturing process of lot 1711023, they are within specification limits (jg-500 for 10ml syringes break out force max.4.5lbs, sustaining force max.2lbs; silicone weight ref: 2mg, max: 7mg ). Silicone weight, break out and sustaining force tests are done with the ten retained samples. Results meet specification limits. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures: visual inspection -molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection -printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Investigation conclusion: according to results obtained during manufacturing process and retained samples, no manufacturing defect has been found in the syringes that could have caused the alleged defect.